Event description:
It was reported by service report that the fowler drifted down under pt's weight. It is unk if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: fowler motor.